Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failed to launch the windows screen. A field service engineer (fse) performed initial troubleshooting involved reconnecting the serial advanced technology attachment (sata) cable and power module, but the issue persisted. A new hard drive was installed, and the station was reimaged and reconfigured using universal serial bus (usb) tools. After reboot, eset and remote support service (rss) failed to install. The technical support specialist (tss) identified that the station was not appearing on the rss dashboard, component manager and rss agent were reinstalled, resolving the issue. The windows server update services (wsus) were configured, eset installed, and the med station application was confirmed to auto-start upon reboot. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station did not boot up. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.